Event description:
Mrs (B)(6), pharmacist at the hospital, reported the following event to (B)(4), sales rep : for the two models which have dual pouch, the 2nd outer bag has marks like prints, which are due to the nasal bones. Thus, there is a doubt about the sterility. Possible fracture of the sterile barrier.

Event description:
Mrs (B)(6), pharmacist at the hospital, reported the following event to laurent vergeade, sales rep : for the two models which have dual pouch, the 2nd outer bag has marks like prints, which are due to the nasal bones. Thus, there is a doubt about the sterility. Possible fracture of the sterile barrier.

Manufacturer narrative:
One component (hostbone) of the complained device was returned and the event could be partially confirmed. The packaging validation was reviewed. A reference of the IFU states that ¿sterility is guaranteed unless inner package is opened, damaged or wet¿, thus in the current case (only slight deformations were visible) indicated that the sterility was intact. Furthermore, there was no associated procedure as the observation was made when the outer packaging was opened and thus no impact to a patient, no delay, no medical intervention and no adverse consequences. The observation was not made for the implants packaging but for the host bone model packaging. No indications were found for any material or manufacturing related issues.

Manufacturer narrative:
Device not returned for evaluation as it is planned to be used in surgery. If any additional information is received it will be reported on a supplemental report. Device will be used for surgery.